Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was defective. The cauterizing element came off while performing the branch transection to the leg vein. No added incisions or time. Finished case using new kit. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/23/2022. An investigation was conducted on 08/30/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle, jaws, and heater wire. Charred material was also observed on the heater wire and jaws. The heater wire was observed to be flexed away from the base of the hot jaw and completely detached from the tip of the hot jaw. The clear silicone insulation of the hot and cold jaws was observed to be intact with no visual defects observed. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.